Event description:
It was reported that this right atrial (ra) lead was attempted due to an unknown product performance anomaly. A new lead with same model was implanted. No adverse patient effects were reported. The lead will not be returned for analysis.